Event description:
It was reported that during a lap gastric bypass procedure, on the first firing of the first device, when they tried to reload the device, they had to manually open it. They put the device aside and got a new one. The second device fired on the small bowel and all the staples were malformed. They had to resection the tissue and over sew to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.